Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2014 with the following findings:a review of the pump black box data revealed four cs 052 call service alarms. During testing the pump powered on properly. The pump was exercised for 24 hours and the prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress or damage to the printed circuit board was found. Unrelated to the complaint, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.